Manufacturer narrative:
Date of death-estimated. Date of event-estimated. The unique device identifier (UDI) is unknown because the part numbers and lot numbers were not provided. Date of implant-estimated. The devices were not returned for analysis and a review of the lot history records and similar complaint reviews could not be performed as the part and lot information regarding the complaint devices were not provided. Death is listed in the instructions for use as known a possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported death. There is no indication of a product issue with respect to manufacture, design, or labeling. The patient hospitalizations reported are captured under a separate medwatch report. Article title implications of concomitant obstructive or restrictive pulmonary diseases on functional and clinical results after mitraclip.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, and hospitalization. Details are listed in the article, titled implications of concomitant obstructive or restrictive pulmonary diseases on functional and clinical results after mitraclip.